Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support in resetting the pump, and they were advised to continue using it with instructions to call back if the issue recurs.